Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic, stillbirth/miscarriage\ ectopic pregnancy') and device expulsion ('expulsion of essure device left side') in a 34-year-old female patient who had essure (batch no. A47948) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 2 (dates of live births: (B)(6) 2007; (B)(6) 2013). Previously administered products included for an unreported indication: mirena from 2007 to (B)(6)2012. On (B)(6) 2013, the patient had essure inserted. In may 2013, the patient experienced pelvic pain ("physical pain/pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems ¿ depression and mental anguish") and anxiety ("psychological or psychiatric problems ¿ mental anguish"). On (B)(6) 2014, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 1 year 7 months after insertion of essure. On (B)(6) 2015, the patient experienced device expulsion (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("pain: pelvic/abdominal pain"). The patient was treated with memantine hydrochloride (condomania), methotrexate, nsaids, paracetamol (acetaminophen) and surgery (termination of ectopic pregnancy). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, device expulsion, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, ectopic pregnancy with contraceptive device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she did not received treatment for psych injury insertion details- trailing coils: left 3. Right 9 patient had essure left side never blocked. For ectopic patient treated with mtx 50 mg on two consecutive weeks. The left uterine tube is still open with contrast opacification past the coil. The right uterine tube is occluded. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2014: positive.. Hysterosalpingogram - on (B)(6) 2013: the essure device was successfully occluded right occlusion only; on (B)(6) 2013: result impression: essure device is in place within the left fallopian tube demonstrating opacification surrounding the essure device and free spill of contrast material into the peritoneum.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: no new information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic, stillbirth/miscarriage\ ectopic pregnancy') and device expulsion ('expulsion of essure device left side') in a 34-year-old female patient who had essure (batch no. A47948) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 2 (dates of live births: (B)(6) 2007; (B)(6) 2013). Previously administered products included for an unreported indication: mirena from 2007 to (B)(6) 2012. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain/pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems ¿ depression and mental anguish") and anxiety ("psychological or psychiatric problems ¿ mental anguish"). On (B)(6) 2014, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 1 year 7 months after insertion of essure. On (B)(6) 2015, the patient experienced device expulsion (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("pain: pelvic/abdominal pain"). The patient was treated with memantine hydrochloride (condomania), methotrexate, nsaids, paracetamol (acetaminophen) and surgery (termination of ectopic pregnancy). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, device expulsion, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, ectopic pregnancy with contraceptive device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she did not received treatment for psych injury. Insertion details- trailing coils: left 3. Right 9. Patient had essure left side never blocked. For ectopic patient treated with mtx 50 mg on two consecutive weeks. The left uterine tube is still open with contrast opacification past the coil. The right uterine tube is occluded. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2014: positive.. Hysterosalpingogram - on (B)(6) 2013: the essure device was successfully occluded right occlusion only; on (B)(6) 2013: result impression: essure device is in place within the left fallopian tube demonstrating opacification surrounding the essure device and free spill of contrast material into the peritoneum.. Lot number: a47948, manufacturing date: 2012-09, expiration date: 2015-09-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic, stillbirth/miscarriage\ ectopic pregnancy') and device expulsion ('expulsion of essure device left side') in a 34-year-old female patient who had essure (batch no. A47948) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii and parity 2 (dates of live births: (B)(6)2007; (B)(6)2013). Previously administered products included for an unreported indication: mirena from 2007 to (B)(6)2012. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain ("physical pain/pelvic pain"), depression ("psychological or psychiatric problems ¿ depression and mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and anxiety ("psychological or psychiatric problems ¿ depression and mental anguish"). On (B)(6)2014, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 1 year 7 months after insertion of essure. On (B)(6)2015, the patient experienced device expulsion (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("pain: pelvic/abdominal pain"). The patient was treated with memantine hydrochloride (condomania), methotrexate, nsaids, paracetamol (acetaminophen) and surgery (termination of ectopic pregnancy). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, device expulsion, pelvic pain, abdominal pain, depression, vaginal haemorrhage, menorrhagia, dysmenorrhoea and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, ectopic pregnancy with contraceptive device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she did not received treatment for psych injury insertion details- trailing coils: left 3. Right 9. Patient had essure left side never blocked. For ectopic patient treated with mtx 50 mg on two consecutive weeks. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6)2014: positive.. Hysterosalpingogram - on (B)(6)2013: the essure device was successfully occluded right occlusion only; on (B)(6)2013: result impression: essure device is in place within the left fallopian tube demonstrating opacification surrounding the essure device and free spill of contrast material into the peritoneum.. Most recent follow-up information incorporated above includes: on 4-oct-2019: pfs received: reporters were added, lot no. Was added. New events- abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, expulsion of essure device, mental anguish were added & one event was updated from psych injury to depression. Historical, treatment, concomitant drugs were added. Lab test was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic, stillbirth/miscarriage\ ectopic pregnancy') and device expulsion ('expulsion of essure device left side') in a 34-year-old female patient who had essure (batch no. A47948) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 2 (dates of live births: (B)(6) 2007; (B)(6) 2013). Previously administered products included for an unreported indication: mirena from 2007 to (B)(6) 2012. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain/pelvic pain"), depression ("psychological or psychiatric problems ¿ depression and mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and anxiety ("psychological or psychiatric problems ¿ depression and mental anguish"). On (B)(6) 2014, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 1 year 7 months after insertion of essure. On (B)(6) 2015, the patient experienced device expulsion (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("pain: pelvic/abdominal pain"). The patient was treated with memantine hydrochloride (condominia), methotrexate, nsaids, paracetamol (acetaminophen) and surgery (termination of ectopic pregnancy). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, device expulsion, pelvic pain, abdominal pain, depression, vaginal haemorrhage, menorrhagia, dysmenorrhoea and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, ectopic pregnancy with contraceptive device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she did not received treatment for psych injury insertion details- trailing coils: left 3. Right 9. Patient had essure left side never blocked. For ectopic patient treated with mtx 50 mg on two consecutive weeks. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2014: positive. Hysterosalpingogram - on (B)(6) 2013: the essure device was successfully occluded right occlusion only; on (B)(6) 2013: result impression: essure device is in place within the left fallopian tube demonstrating opacification surrounding the essure device and free spill of contrast material into the peritoneum. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic, stillbirth/miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced pelvic pain ("physical pain/pelvic pain"), abdominal pain ("pain: pelvic/abdominal pain") and psychological trauma ("psych injury"). At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, abdominal pain and psychological trauma outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, ectopic pregnancy with contraceptive device, pelvic pain and psychological trauma to be related to essure. The reporter commented: she did not received treatment for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: the essure device was successfully occluded right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: events pain: pelvic/abdominal, psych injury, ectopic, stillbirth/miscarriage, device ineffective were added. No lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.